Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation.

Event description:
External ref # (B)(4). Material no: unknown batch no: unknown. It was reported that clinician and/or any patients have encountered leakage and exposure to hazardous medications while using the nokor¿ admix needle (18 g x 1 1/2" (1.20 mm x 40 mm) (pink)). Verbatim: clinician experienced: leakage and exposure to hazardous medications, not resulting in harm. Please see attached excel sheet for additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nokor admix needle leaked. The following information was provided by the initial reporter: it was reported that clinician and/or any patients have encountered leakage and exposure to hazardous medications while using the nokor¿ admix needle (18 g x 1 1/2" (1.20 mm x 40 mm) (pink). Verbatim: clinician experienced: leakage and exposure to hazardous medications - not resulting in harm.